Manufacturer narrative:
The product was returned for analysis, but the evaluation and testing has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
Prior to inserting in the patient, during removal from the package, the balloon catheter was stuck in the protective loop and then the hub separated from the catheter shaft. Naturally, the product was not clinically used for the procedure.